Event description:
Medtronic sprint fidelis, model 6931, implanted in pt (B)(6)2006. This lead was placed on FDA class I recall 10/15/2007. On (B)(6)2010, the pt presented to the emergency room with complaints of device "beeping". Interrogation revealed 108 episodes of non-sustained ventricular tachycardia, all less than 6 beats or 1 to 2 seconds duration and greater than 1,466 counts of v-v intervals of 120-130 msecs -short v-v's- with a normal pacing impedance. This is an indicator of sensing issues. Electrograms revealed noise on the lead which indicates fracture. The pt presented again to the emergency room on (B)(6)2010 because of device "beeping". This interrogation indicated an increase of pacing impedance of >3000 ohms and 2,128 additional short v-v's. Pt did not receive any shocks from the device. Tachycardia detections and therapies were turned off (B)(6)2010. Lead extraction was planned for (B)(6)2010. Benefits and risks were explained to the pt and he opted to not have the procedure performed because of the risk involved. The device and lead remain implanted. Of note, he had never had therapies from the ICD spine implant. Diagnosis or reason for use: ischemic cardiomyopathy; primary prevention of sudden cardiac death.